Manufacturer narrative:
(B)(4). Device p-cap / test reservoir locked properly in place. The insulin pump was received with a scratched case and a cracked keypad overlay. The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb a1. When swapped pcb a1, sleep current measurement is within specs. Power graph is within specs, no unexpected power loss noted.

Event description:
Information received by medtronic indicated that the insulin pump had again low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.